Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An unspecified guidewire was used in a bilateral venous cannulation procedure. It was reported in a voluntary medwatch (mw5072342), the guidewire was unable to effectively pass, due to tortuous vessel paths. Upon removal, the top of the guidewire was observed to be frayed. An abdominal radiograph showed a "small 1.5mm linear finding". The physician determined the risk of removal would outweigh the benefit. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No images were provided for review. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.